Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6), corrected data:

Event description:
The customer reported sensors and cables not working despite clinical troubleshooting. The customer does not see any physical damage to the cable or sensors in most cases; however, they have indicated that the rd tab will break easily when trying to remove the clasp. These sensors and cables are not providing a spo2 values or waveforms, or are very intermittent and positional. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. Visual inspection showed no external physical damage. The sensor failed continuity testing due to multiple broken traces inside the rd15 connector causing multiple open connections. The broken traces were likely due to mechanical stress from removal of the sensor from the cable based on the appearance of the break. The sensor was connected to a monitor and a "check sensor connection" error message was displayed and the sensor led does not illuminate. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6) corrected data: model # corrected from 4051 to 25462-001.